Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a therapy from their implantable cardioverter defibrillator (ICD) and sent a remote transmission. Customer reviewed transmission and noted that the episode list shows an episode as having "invalid data" and they cannot see the episode that is noted in the quicklook report. The physician wanted to make sure there is nothing wrong with the device before the patient goes home. It was explained that there are no issues with device function. This is a known recording issue due to the device vt zone being programmed "on" with therapies "off." The episode was able to be reconstructed from a device data file. The device remains in use. No patient complications have been reported as a result of this event.